Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv electrode of the lead was covered in body tissue/fibrotic growth. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the atrial and ventricular leads dislodged. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.